Event description:
On 11/5/84 a device was implanted. On 12/7/87 the balloon was revised. On 8/15/91 the cuff and pump were revised. On 11/4/96 teh cuff and balloon were removed from the pt and replaced due to recurring incontinence and fluid loss-reservoir.